Event description:
It was reported that three years post lens implantation, central opacification was observed on the iol optic. During the three year interval between implantation and opacification, the pt underwent multiple surgical procedures: vitrectomy with membrane peel was performed twice and scleral buckle procedure once for repair of retinal detachment. Deep anterior lamellar keratoplasty (dalk) was performed nine months ago to address pt pre-existing corneal scarring. The most current bcva was 20/200.

Manufacturer narrative:
The lens has not been explanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.